Event description:
It was reported that a malfunction with code 16 occurred, and the code could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump under warranty, and the customer was instructed to use an alternate therapy.